Event description:
It was reported that the patient had heart surgery. During the surgery, the electrode was cut in half. During the procedure to replace the electrode, the pulse generator was damaged. The doctor replaced both the electrode and the pulse generator with new ones. There were no additional adverse patent effects.